Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was not opening. A field service engineer (fse) replaced the inseparable latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer failed to stay closed, but when it was closed, it wouldn't open. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.